Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with the g5 application. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The receiver (part number stk-dr-001/serial number (B)(4)/lot number 5202247), being used with the complaint transmitter, was returned on (B)(4) 2016. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the customer complaint. A root cause could not be determined.